Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 8 atm. The device was removed without resistance or any problem by the usual method. The procedure was completed with another of the same device. No patient complications reported and patient was in good condition post procedure.